Manufacturer narrative:
The clamps were the only parts of the assembly that were returned to the MFR for eval at this time. The actual footrest assembly or hardware was not returned. Manufacture is not able to determine a conclusion without remaining parts of assembly.

Event description:
Reporter stated that while going through a doorway at a hospital the footrest fell out and caught the door jam causing her to flip forward out of the chair. User was taken to the ER department. No injuries were reported.